Manufacturer narrative:
Based on information provided by technician, repair was cancelled by customer and information about the defective part was not provided. The solution to the issue is unknown and it is not possible to know which parts have been found defective. Power failure 12 volts too low alarm shall be triggered when +12 v supply is lower than +10.8 v for more than three seconds. The monitoring subsystem shall activate the signal disable_valves.l for at least six seconds, when the +12 v supply is lower than +10.8 v for more than three seconds and deactivate the disable_valves.l signal when the supply is more than +10.8 v. Unfortunately, the device¿s logs were not available for further analysis. The cause of the claimed issue in this customer product complaint has not been determined.

Event description:
It was reported that the ventilator generated technical error codes indicating power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).